Event description:
It was reported that pump displayed malfunction alarm and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction alarm returned, which customer acknowledged and understood.